Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line was inserted into a femoral vein for continuous dialysis. The line was hubbed due to femoral placement. The securement wing of the line spins and isn't stationary on the catheter. It is a separate piece. The wing pulled away from the catheter and the line pulled out seven centimeters. This required removal and replacement of the line. On 7/26/17 - additional information was reported, that while the patient was being turned the catheter (of the power trialysis) caught or was pulled, which resulted in the line being dislodged approximately 7 cm. The physician was notified; the line was discontinued and new line, over wire was placed. No patient injury was reported.